Event description:
A customer reported the need for a replacement cartridge due to receiving a recurrent alarm 20. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl or drop below 54 mg/dl. Technical support decided to send out cartridges and syringes to resolve the issue.